Event description:
A user facility reported the serial number tag disattached from the lma and was loose in the airway tube of the device. The tag was removed and the case continued. There was no pt injury or problems. The user facility has been requested to return the mask for eval.